Manufacturer narrative:
During service at the manufacturer, the technician noted that the device had a hole in hose which passes air and lubricant, and that the device had a external substance / leak symptom, attributable to the internal orange substance observed during the device inspection.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
During service at the manufacturer, the technician noted that the device had a hole in hose which passes air and lubricant. During service at the manufacturer, the technician noted that the device had a external substance / leak symptom, attributable to the internal orange substance observed during the device inspection.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.